Event description:
The customer reported that the unit is giving high ma errors and must be cleared to continue. The image quality starts to degrade as the study continues.

Manufacturer narrative:
The ge svc rep changed out most high voltage parts and tried several filament calibrations but the ma feedback is still too high.